Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock was replaced and the collimator was transferred to the new monoblock. A beam alignment was performed and the collimator was centered. The generator was calibrated and the tube was worked on and the kilovolts were measured and within specifications. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic x-rays and displayed over heating error messages. No pt injury was reported.